Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. (B)(4).

Event description:
It was reported that the patient's pump had been filled with saline for about a year prior to the report. The patient believed that the pump was turned off for about a year as well, but when the pump was interrogated on (B)(6) 2015, it said that the pump had been stopped for 1092.15 (about 45 days). The pump was alarming at the time of the report. The reason saline was put in the pump was that the patient had developed a seroma and also adhesions. The patient was told that it was too dangerous to remove the catheter because of the adhesions. No hcp wanted to do anything. The patient did not have a managing physician because the pump had been "off" for so long. The patient was seeing a new physician but they were not managing the pump. The "pump off" authorization form and a "pump off" code were sent. Additional information received reported that the pump was turned off. The pump stop command had been used somewhere else. Additional information received reported that the cause of the seroma was unknown and it was unknown if it was related to the device or therapy. The patient had low back and bilateral leg pain. The patient had recovered without permanent impairment. On (B)(6) 2015, information was received from a consumer indicating their pump had been turned off and the fluid was removed. Their healthcare provider could not remove the catheter because they could not find it. The patient stated that the device never worked, and they reported having multiple surgeries.